Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. A product problem related to the customer allegation was not identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false negative result for a patient¿s sample tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. The customer reported that on (B)(6), 2021 a patient¿s sample analyzed on the cobas® liat® system (s/n (B)(4)) generated a sars-cov-2 negative, influenza a negative, influenza b negative result. The patient¿s same sample was repeat tested on a different platform the biofire assay that generated a sars-cov-2 positive result. The patient¿s same sample was repeat tested on a different cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative, influenza b negative result. The patient¿s same sample was repeat tested analyzed again using the biofire assay that generated a sars-cov-2 negative result. Patient sample was collected using nasopharyngeal in remel r12622 universal transport media. The customer confirmed there was no allegation of harm to the patient. The positive and negative results were reported out to the patient and/or personnel treating the patient.

Manufacturer narrative:
(B)(4).